Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024, the AED detected a service code during an automated self-test and began alerting the user by flashing the red asi and chirping. These alerts continued until (B)(6) 2024, when the battery pack reached a critically low state and the AED began displaying "replace battery pack now." The device continued flashing and chirping until (B)(6) 2024, when the battery pack became fully depleted. Electronic log files showed no evidence of user interaction to address the condition until (B)(6) 2024, when a replacement battery pack was installed and subsequently removed. Another battery is installed on (B)(6) 2025 and removed. On (B)(6) 2026 another battery pack is installed and the AED powered on and alerted a service code. The service code was cleared with a manual self test. The device was returned for review and passed all functional testing.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, the AED powered on and prompted a service code. The customer did not report this occurring during patient use.